Manufacturer narrative:
The devices remain in the patient, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and iop increase are identified in the labeling as a known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4). Refer to MDR #2032546-2018-00041 for eye 2 of 2.

Event description:
It was reported that an istent patient presented 1-2 months post-op with recurrent stent occlusion by iris in both eyes. The occlusion was treated with laser but returned approximately 1 week after treatment. The patient's iop was slightly elevated in both eyes and the patient was placed back on their preoperative glaucoma medication regimen. The glaukos medical monitor and the surgeon discussed different treatment options including different types of lasers to use for stent obstruction by iris. Additional information will be requested. Note this report is for eye 1 of 2.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot(113535) and there were no non-conformities found to be related to the reported event. It is to be noted that the safety and effectiveness of the istent trabecular micro-bypass stent has not been established for implantation of more than a single stent in one eye. (B)(4). Please reference MDR# 2032546-2018-00041 for the right eye, and MDR# 2032546-2018-00051 for left eye- stent 2 of 2.

Event description:
The surgeon provided the following additional information to glaukos on 05/18/2018. The patient underwent bilateral trabecular micro-bypass stent surgery with two stents implanted in the left eye followed two (2) weeks later by implantation of one stent in the right eye. The occlusion was treated with laser (iridoplasty) in the right eye three (3) weeks post-op, and in the left eye four (4) weeks) post-op and six (6) weeks post-op. However, the stent occlusion returned approximately one (1) week post treatment with increased iop bilaterally. The iop resolved with the standard postoperative medication regimen. Due to the stent occlusion, the patient will remain on iop lowering medications, though less as compared to pre-op. According to the surgeon, stent occlusion by peripheral anterior synechiae (pas) in both eyes was the likely contributing factor for the iop rise. Moreover, the surgeon suspects the patient¿s ocular condition (bilateral panuveitis) may have contributed to pas resulting in bilateral stent occlusion. The patient¿s current prognosis was reported as ¿doing well with improved vision and iop from pre-op with iop meds; panuveitis stable/improved; good prognosis with good follow-up¿. This report references the first of two stents implanted in the patient¿s left eye.